Manufacturer narrative:
The returned unit passed all required functional testing. Therefore, the root cause of this incident was not related to the manufacture or the design of the device. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
A 1059 mayfield skull clamp was set for 80lbs of pressure and the knobs were all tightened. The pts' head had been pinned with mayfield adult pins. The adult male pt was being positioned when a "pop" was heard and the pressure dropped to 40 lbs. No stereotaxic device was being used at the time. The pt did not incur an injury but, the surgery was delayed approx 10 mins while another unit was put into place.